Event description:
Prn(as needed) 2g calcium gluconate hung at 1431 prior to pt's dialysis and writer observed secondary drip chamber dripping extra fast. Pump paused and drip chamber was observed still dripping. Secondary line clamped and charge rn notified. Charge rn came to bedside and observed malfunction. Attempted to deliver medication with a second channel connected to same brain module. Device started to deliver medication appropriately and was left running for approximately 15 minutes and then secondary drip chamber was observed dripping very quickly again. Another rn observed device malfunction. Both lines running were then paused and disconnected. Approximately 80% of 2g of calcium gluconate was delivered over approximately 20 minutes. Dialysis rn and md notified by phone call. Defective medical device policy followed. Patient relations and clinical risk and clinical engineering paged. Infusion pump and pole picked up and problem explained to staff picking up. Internal rl (B)(4). Pt code: 4582. Device code: 1271. Reference report mw5172186, mw5172188.